Event description:
On (B)(6) 2013, it was reported to animas that allegedly there are lines in the pump display, between the a and I of main menu. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issues were not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: visual inspection revealed multiple vertical lines going through the display screen. The display was replaced with a new test display and functioned normally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.